Manufacturer narrative:
A review of the device history record review (DHR) was performed and no complaint related issues were found. A manufacturing evaluation was performed: the device had numerous scraps, scratches and wear and tear marks. This was especially apparent around the holes and drill guide area. The unit returned for the complaint mated with the insertion handle part number 357.411 that was also part of the complaint. One of the holes did measure undersized, but from the complaint it is not clear that area was part of the problem. Based on the unknown dimensions at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Event description:
Consultant reports during tfn procedure, the aiming arm would not line up for the locking screw. Surgeon completed the procedure without the use of aiming device. No harm to patient. This report is 2 of 2 for complaint number (B)(4).